Event description:
It was reported that the scope is no longer able to progress through pharynx, noted blood on patient's posterior pharyngeal wall. Removed scope from nares - scope had split near the tip. The procedure was completed with a second scope. The blood nose was self-resolved. No treatment was required. Due to the bleeding a report is required. .

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).